Event description:
Olympus medical systems corp. (Omsc) was informed that that the damaged tissue pad during a laparoscopic cholecystectomy procedure. The intended procedure was completed with another device. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The omsc confirmed the following event on (B)(6), 2021. - the probe was broken. - the tissue pad was slightly worn. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, - the product name was sb-0535fc. - the lot number was 12k with supplementary information number of ¿26". - the probe was broken 16 mm from the tip of the probe. - there were scratches around the broken part. - after observed a fracture surface, the probe tip turned out to be broken due to the scratches. - the tissue pad was worn. The device history record for the lot indicated no anomaly with the event-related items below. (Inspection) ultrasonic output (inspection) appearance it is likely occurred the probe was broken by the following mechanism: activated output while the probe tip was contacted hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments. This caused the probe tip was scratched. Kept doing activated output in the state described in 1). This caused the probe tip was applied a load, cracked due to the scratches on the probe tip and the probe damage error (error code : u504) occurred. Some load was applied to the probe and the probe broke. It is likely the wear of the tissue pad occurred by the following mechanism: - energy was delivered with no tissue present between the closed grasping section and the distal end of probe. This caused the tissue pad to be worn away. The above device handling has warned in the instruction manual.